Event description:
Pacemaker check 9/11/1998 demonstrated a drop in lead resistance from 844 ohms on 6/15/1998 to 346 ohms today uniplor. Bipolar resistance consistently read "low!" Sensing threshold declined from 7 mv to 2.5mv unipolar. Capture threshold rose from 2.5v at 0.15ms to 3.0v 0.6ms. Prior to this the pt had been monitored every 2-3 months for a decreasing sensing threshold bipolar. Bipolar lead resistance 5/1/1998 measured 737 ohms. Pt did undergo a lead reposition 8/28/1996 when she presented with loss of capture at maximum output along with narrow sensing threshold. Lead capped and replaced on 9/17/1998.